Event description:
An alert for high, out of range high voltage lead impedance was reported via remote monitoring. In-clinic noise was not reproducible with isometric testing and pocket manipulation. Lead fracture was suspected. Lead was capped and replaced. Lead breaks were visually observed upon removal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.